Manufacturer narrative:
T:slim user guide indicates the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300s (mg/dl). Customer administered a correction bolus with the pump to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Cartridge uses humalog and is reportedly changed every 3-4 days. Customer was reminded that humalog is indicated for use up to 48 hours and referred to their health care provider to discuss factors that may affect bg levels.